Event description:
Patient on multiple vasopressors and status post arrest. Vasopressin was running on one channel of the triple pump and failed without warning. Vasopressin immediately switched to new channel; however, increased vital sign monitoring due to drop in blood pressure with the stop of vasopressin. Systolic blood pressure dropped by 15 mmhg for less than 5 minutes.